Manufacturer narrative:
Complaint conclusion: the site reported difficulty crossing a target lesion with a 9 x 40mm smart control iliac stent delivery system (sds). The sds was removed and the lesion re-dilated. When the sds was re-introduced but the same issue occurred. At some point during these repeated attempts, the stent deployed ¿a little¿. The sds was exchanged and the procedure successfully completed with no reported patient injury. The event involved a (B)(6) year old male patient undergoing endovascular treatment of a target lesion in an unknown vessel that was described as heavily calcified. The patient¿s vasculature was accessed via the right femoral artery and the lesion crossed with a non-cordis guidewire. Attempts to cross the lesion with the smart sds were unsuccessful because the lesion was heavily calcified. The sds was removed and the lesion pre-dilated. When the sds was re-introduced but the same issue occurred. At some point during these repeated attempts, the stent deployed ¿a little¿. The sds was exchanged and the procedure successfully completed with no reported patient injury. One non-sterile smart control, iliac 9x40 catheter was received coiled inside a plastic bag. No original packaging was returned for analysis. Per the visual analysis, blood residues were observed. The unit¿s stent was received 4mm pre-deployed. Usable length of the unit was 120.5cm. The locking pin was received in place. A kink was observed at the junction of the body shaft and the handle and another kink was observed 7.5cm from the proximal. No other damages could be observed. The outer diameter (od) of the outer sheath was measured at different distances and near the kinked area and was found to be within specification. The reported ¿stent delivery system (sds) - failure to cross¿ and ¿stent delivery system (sds) - deployment difficulty-premature deployment (peripheral)¿ events were confirmed based on the visual analysis of the returned device. However, the cause of the pre-deployed stent could not be conclusively determined. The product instructions for use (IFU) instructs that stent placement is not indicated if the primary angioplasty is not technically successful and should be assessed to determine the adequacy of the primary procedure. The IFU further details that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause damage to the device. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (repeated advancement of the catheter) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Concomitant products: guidewire (radifocus, terumo). Unknown stent to finish the procedure. (B)(4). The device was not yet returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the 9.0x40mm smart control stent had deployed a little from the tip. Therefore, the stent was exchanged for a new stent to successfully complete the procedure. There was no report of patient injury. An approach was made from the right femoral artery. After terumo radifocus guidewire crossed the lesion, the smart control stent was inserted. However, there was heavily calcification and it could not be crossed. After that, pre-dilation was conducted and the stent was reinserted but it could not make it. The physician tried it several time,s but its outer sheath was withdrawn gradually, and the interpolated stent was deployed a little from the tip. The product was not clinically used. The product will be returned for analysis.